Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the patient had received a shock from the pump this evening. Customer technical support (cts) spoke with the patient and the emergency room (ER) physician. The patient states she felt a significant jolt from the pump. The insulin in cartridge, tubing and set has turned black, patient also reports that the set itself is discolored. The patient reports that there is scorching on the pump mainly around the cartridge compartment. No moisture/corrosion in battery or cartridge compartments. Reportedly there has been no water exposure. Patient reports no prior issues with pump, pump not feeling warm or hot to touch. The patient states following the shock she had a friend take her to the emergency room where she is currently being treated. The patient had EKG, which she was told was unremarkable. At the end of this call, she was on a cardiac monitor, and did not know if she was to be admitted. She continues to feel jittery at this time. Cts advised patient not to place battery back into pump and to not use pump at this time. The emergency room physician stated they will provide an injection plan for the patient. Cts made a follow up call to the patient on (B)(4) 2013, and the patient alleged the following: the EKG was normal, nothing unusual was found on the cardiac monitor, she was given hydrocodone in the ER for a headache, and was sent home from ER on (B)(6) 2013. The skin around the infusion site was blackened but is healing well at this time. She remained off the pump on (B)(4)60 13, as per animas recommendation. The ER doctor had recommended as a back-up plan that she take 18 units of novalog every 4 hours, however, she states this did not work well for her. She checked her bg 10-12 times throughout the day with all readings in the 300mg/dl range. She vomited multiple times that day and had a severe headache. She reportedly used 15-20 novalog injections in an attempt to control her bg without success. She states ketones were negative. The patient reports that she has had an ongoing headache since (B)(6) 2013, tried various medications- tylenol, motrin, and aleve- without success, and returned to the same ER on 1(B)(6) 2013, due to headache. She was told in the ER that she has a sinus infection at this time and, therefore, the precise cause of her headache could not be determined. She was given a shot of reglan as well as toradol, and sent home the same day. She did start using the replacement pump on (B)(6) 2013 and states bg has returned to her usual range. Headaches persist for which she continues to take aleve as needed. This complaint is being reported due to allegations that an overheating pump caused injury to a patient, and that the patient experienced hyperglycemia while on a back-up plan.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 03/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and alarm history showed no errors or alarms related to the complaint. The pump was tested with an external power supply and all current draws were found to be within specifications. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. No errors or alarms occurred during testing. Visual inspection revealed that the battery compartment was cracked at the threads, and the battery cap threads were observed to be stripped. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The original complaint could not be duplicated on investigation. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.